Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub; the neuron max was kinked approximately 12.0 cm from the distal tip and ovalized approximately 4.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the neuron max was fractured by the hub. This type of damage likely occurs due to improper handling during removal from the package. If the device is forcefully withdrawn from the packaging tube at an angle, damage such as this may occur. Further evaluation revealed the neuron max was kinked and ovalized. This damage was likely incidental and may have occurred during packaging for return. Neuron max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed the neuron max 6f 088 long sheath (neuron max) was kinked at the proximal end near the hub upon removal from the packaging. The kinked neuron max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron max.